Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was received in used conditions without its original packaging. The suction line was detached from the flange. Customers reported issue was confirmed. Line clearance record shows no discrepancies were found. Training records of the operators that performs the suction line bonding operation and weight test shows no discrepancies were found. Suction line bonding operation was reviewed shows no discrepancies were found. Weight test was reviewed shows no discrepancies were found. The root cause of the reported issue was determined. The most probable cause is that the operator applied methylene chloride instead of tetrahydrofuran, since the dispensers were similar. Actions taken to mitigate the reported issue: corrective actions were taken. The manufacturing personnel was notified by the quality engineer about failure mode reported by the customer. UDI information is unknown.

Event description:
It was reported that the tube of the suction line was torn off. No patient injury reported.